Event description:
Low o2, per dealer. Per independent repair center statement, the unit has low o2/yellow light, alarms wont function, a leaking gear clamp, on/off switch no alarm and a leaking heat exchanger.